Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Patient's other blood glucose value: 112, 210 and 111 mg/dl. Sensor updating was also reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.